Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR: device not returned.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg 328-unknown mg/dl). Customer declined to provide information regarding the past elevated bg. Current bg was 328 mg/dl and had not yet been treated at the time of the report. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Recommendation was made for the customer to discuss the event with a healthcare provider.